Event description:
It was reported to boston scientific corporation that an autotome rx sphicterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was twisted and when bowing the device, it bowed out of plane. The procedure was completed with another autotome rx sphincterotome.there were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was twisted and when bowing the device, it bowed out of plane. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).a visual examination of the returned device found that the working length was twisted. The cut wire was intact and not twisted. A functional evaluation found the device tip bowed past the 90 degree minimum bowing specification and the bow was in plane.the customer's complaint of the device bowed out of plane could not be duplicated, therefore, most probable root cause for the customer complaint is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.